Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had reservoirs that leaked past both o-rings. The customer stated that he had noticed air coming into the reservoir while filling it with insulin. The customer then stated that the insulin leaked into the insulin pump and that he can feel and smell insulin on the end of the reservoirs.